Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 11 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with complaints of intermittent high powers and flows. The patient has a history of transient increased lactate dehydrogenase (ldh) in months past. The patient has experienced increase in shortness of breath and dependent edema. Log file analysis completed by the manufacturer¿s technical services representative revealed no unusual events seen within the log file. Additional information was requested, but was not provided.

Manufacturer narrative:
Analysis of the system controller log file that was provided confirmed elevations in estimated flow and pump power; however, a direct correlation between the device and these findings could not conclusively be established through this evaluation. The submitted log file contained approximately 46 days of data from (B)(6) 2017 at 5:18 to (B)(6) 2017 at 11:36 and captured elevations in pump power/estimated flow on (B)(6) 2017 and (B)(6) 2017. These elevations were unsustained and pump power/estimated flow returned to the baseline range after these events. The pump operated above its low speed limit for the duration of the log file. A specific cause for the increase in pump power/estimated flow could not be determined. The patient remains ongoing on vad support. Additional information was requested; however no further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.